Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was inserted into the sim-vivo fixture. The sensor was activated with the returned reader and signal and sound icons were observed as activated. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced dizziness and a loss of consciousness resulting in having to go to the emergency room and was unable to self-treat, requiring treatment of a solution to lower glucose and sodium chloride by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced dizziness and a loss of consciousness resulting in having to go to the emergency room and was unable to self-treat, requiring treatment of a solution to lower glucose and sodium chloride by a healthcare professional. There was no report of death or permanent impairment associated with this event.